Event description:
Olympus sales representative (rep) reported with an issue stated " the balloon falls off of scope in patient. The doctor suction the balloon out of patient. According to the reporter (rep) the issue occurred during an ebus procedure, doctor was able to remove the balloon with no patient injury reported. There was no patient harm or injury reported due to the event. No user injury reported.

Manufacturer narrative:
The subject device was not returned for evaluation. The cause of the reported issue is unknown at this time. Supplemental report(s) will be submitted should any relevant new information is available and or received. Investigation is ongoing. This report will be supplemented accordingly following investigation. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting.¿

Manufacturer narrative:
This supplemental report is being submitted to correct the following fields: b1, b5, e2, e3, h1, h2, h6. New information added to b5, d8. This report has been submitted by the importer under this MDR report number 2951238-2022-00406. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting.

Event description:
The customer reported the olympus balloon fell off an unknown bronchoscope during a procedure and required intervention to retrieve the balloon with forceps. No additional information available at this time. Additional information is being requested. This event includes 2 reports: patient identifier (B)(6): unknown bronchoscope. Patient identifier (B)(6): maj-1351 balloon. This is report 2 of 2 for patient identifier (B)(6): maj-1351 balloon.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer¿s investigation and the results of the device history record (DHR) review. Since the device lot number was unknown, the DHR for a year prior to the date of occurrence was inspected. The DHR for this device was reviewed and all records indicated the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. A definitive root cause was not identified. Based on the available information, the legal manufacturer determined the probable cause of the failure is likely due to device handling by the user. It was possible the balloon may have not deflated completely when the endoscope was withdrawn from the patient or the balloon was not lubricated. The instructions for use (IFU) states the following: ·observe the endoscopic image or the ultrasonic image on the video monitor and confirm that the balloon deflates properly. Otherwise, patient injury may occur. ·if the balloon does not deflate even when the extension tube is removed from the endoscope, insert the channel cleaning wire (bw-16c) into the irrigation port to remove debris. The balloon will be automatically deflated. ·always lubricate the balloon before insertion. Otherwise, the balloon could rupture or come off. This could result in patient injury. Olympus will continue to monitor the field performance of the device.